Event description:
It was reported that a patient underwent a total knee surgical procedure on (B)(6) 2011 and suture was used. The suture was broken at not knotted area during knotted suturing under skin using forceps. The surgeon exchanged it for another package which worked normally. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.